Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous blood glucose (bg) between 48-54 mg/dl. The customer drank carbohydrates to treat low bg. Reportedly, the customer hasn't been eating as many carbs and their health care provider has already adjusted basal settings.